Event description:
Essure gave me severe side effects including but not limited to acute nausea and vomiting, pregnancy symptoms when not pregnant, headaches, and severe pain in uterus. Dr never tested for nickle allergy and said it was my only option for sterilization. Previous dr is unable to provide me with records related to insertion and attempted removal. I was never provided a card for essure implants. Removal - partial removal. When they tried to remove the coils, one came out and the other broke off in my tubes and could not be extracted. I now have multiple fragments left in me. Severe cramps and headaches occur frequently and the dr refused to listen to me. FDA safety report ID# (B)(4).